Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("hurt like hell/ pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine enlargement ("uterus 3 times its normal weight") and device expulsion ("one of my coils was a little further into uterus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, uterine enlargement and device expulsion outcome was unknown. The reporter considered device expulsion, genital haemorrhage, pelvic pain and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post: pelvic pain, genital haemorrhage, uterine enlargement and device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media post. Updated as reported term for "pelvic pain". Added events genital haemorrhage, device expulsion and uterine enlargement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("hurt like hell/ pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine enlargement ("uterus 3 times its normal weight"), device dislocation ("one of my coils was a little further into uterus"), vaginal discharge ("vaginal discharge") and ovarian cyst ("follicular cyst"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, uterine enlargement, device dislocation, vaginal discharge and ovarian cyst outcome was unknown. The reporter considered device dislocation, genital haemorrhage, ovarian cyst, pelvic pain, uterine enlargement and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : pelvic pain, genital haemorrhage, uterine enlargement and device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events vaginal discharge and follicular cyst were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt like hell/ pain') and genital haemorrhage ('bleeding') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine enlargement ("uterus 3 times its normal weight"), device dislocation ("one of my coils was a little further into uterus"), vaginal discharge ("vaginal discharge"), ovarian cyst ("follicular cyst") and rheumatoid arthritis ("I have rheumatoid arthritis"). The patient was treated with surgery (hysterectomy keeping ovaries). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, uterine enlargement, device dislocation, vaginal discharge, ovarian cyst and rheumatoid arthritis outcome was unknown. The reporter considered device dislocation, genital haemorrhage, ovarian cyst, pelvic pain, rheumatoid arthritis, uterine enlargement and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : pelvic pain, genital haemorrhage, uterine enlargement and device expulsion. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received.patient demographics added. Event I have rheumatoid arthritis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt like hell/ pain') and genital haemorrhage ('bleeding') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine enlargement ("uterus 3 times its normal weight"), device dislocation ("one of my coils was a little further into uterus"), vaginal discharge ("vaginal discharge"), ovarian cyst ("follicular cyst"), rheumatoid arthritis ("I have rheumatoid arthritis") and abdominal distension ("look pregnant") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy keeping ovaries). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, uterine enlargement, device dislocation, vaginal discharge, ovarian cyst, rheumatoid arthritis, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, device dislocation, genital haemorrhage, ovarian cyst, pelvic pain, rheumatoid arthritis, uterine enlargement, vaginal discharge and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post: pelvic pain, genital haemorrhage, uterine enlargement and device expulsion. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events look pregnant and gained weight were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt like hell/ pain') and genital haemorrhage ('bleeding') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine enlargement ("uterus 3 times its normal weight"), device dislocation ("one of my coils was a little further into uterus /left coil has migrated into the uterus"), vaginal discharge ("vaginal discharge"), ovarian cyst ("follicular cyst"), rheumatoid arthritis ("I have rheumatoid arthritis"), abdominal distension ("look pregnant / bloated"), headache ("headache"), arthritis ("joint inflammation"), vulvovaginal pain ("pain while placing tampons"), vulvovaginal inflammation ("inflammation vaginal"), micturition urgency ("can't workout without peeing myself") and musculoskeletal stiffness ("stiffness") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy keeping ovaries). Essure was removed. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, uterine enlargement, device dislocation, vaginal discharge, ovarian cyst, rheumatoid arthritis, weight increased, headache, arthritis, vulvovaginal pain and musculoskeletal stiffness outcome was unknown and the abdominal distension and micturition urgency was resolving. The reporter considered abdominal distension, arthritis, device dislocation, genital haemorrhage, headache, micturition urgency, musculoskeletal stiffness, ovarian cyst, pelvic pain, rheumatoid arthritis, uterine enlargement, vaginal discharge, vulvovaginal inflammation, vulvovaginal pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : pelvic pain, genital haemorrhage, uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "headache" "stiffness" and "joint inflammation" was added. Outcome of the event "pelvic pain" was updated to recovered and outcome of the event "bloating" was updated to recovering. On 15-apr-2020: quality safety evaluation of ptc on 20-mar-2020: social media received- reporter information was added. Event "inflammation within vagina, pain while placing tampon and cant work out without peeing added." On 20-mar-2020: social media received- reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.